Manufacturer narrative:
Additional information provided in b.3., b.5., d.10. And h.6. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested, received and stated there was an issue with the shooter and the lens got stuck. A standby iol was used and the surgery was completed. There was no patient impact.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. This product is not approved or introduced into commercial distribution in the united states. However, this medwatch is being filed based on a similar product (dft315-615) that is sold in the united states under (PMA/510(k) # (p930014). The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported with a description of defective intraocular lens (iol). Additional information has been requested.